Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The facility reported to the tm that during placement the end of the stylet was noted to be fractured when removing the stylet from the PICC. It was stated that all pieces were removed and there was no harm to the patient. This report addresses device one of two. On (B)(6) 2018, it was reported to the tm that no piece of the stylet migrated into the patient and no surgical or medical intervention was required. Tm was not aware of whether the PICC was inserted successfully or not.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the 3cg stylet was confirmed and the cause appears to be related to use of the device. The distal 3.2 cm segment of a 3cg stylet, which consisted of the polyimide tubing and magnets, was returned for investigation. The polyimide tubing wire was kinked 2.6cm from the distal tip of the stylet. The proximal segment of the stylet was not returned for investigation. The core wire extended 1.2cm from the fractured end of the polyimide tubing. 10 magnets were visible in the returned segment of polyimide tubing. Blood residue was observed within the polyimide tubing. Kinks were observed in the polyimide tubing between magnets. This type of damage can occur when the polyimide tubing is kinked and flexed against the magnets. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The facility reported to the tm that during placement the end of the stylet was noted to be fractured when removing the stylet from the PICC. It was stated that all pieces were removed and there was no harm to the patient. This report addresses device one of two. 2/2/2018 - it was reported to the tm that no piece of the stylet migrated into the patient and no surgical or medical intervention was required. Tm was not aware of whether the PICC was inserted successfully or not.